Event description:
It was reported that a homechoice (hc) claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was found that the heater line of the homechoice cassette was not connected to the heater bag, which led to this alarm. Renal therapy services (rts) assisted the home patient (hp) to cycle the power and clear the alarm. Rts explained the alarm. The hp will discard the supplies and contact their pd nurse to advise of the alarm event and regarding the incomplete therapy. Proper procedures per the user manual were discussed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6) (B)(6) h10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.